Manufacturer narrative:
Initial reporter: occupation: product manager. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that angio-seal device was attempted to be deployed, when the device was pulled back to seal the puncture, the entire device (anchor, plug, and suture) was removed from the patient and still inside the sheath. The access femoral sheath was at a 90-degree angle. Manual pressure was applied based on hospital protocol. The patient was in stable condition and the procedure outcome was successful. The event occurred post-treatment. The patient was not injured, and medical or surgical intervention was not required. Additional information was received on 02 sept 2022: the procedure performed was a heart catheterization using a 6 french sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed.